Event description:
A nurse reported that the plugs were noted to be too big for the trocar during multiple vitrectomy procedures; the surgeon though the plugs were 23 gauge instead of 25 gauge. The surgeon was able to gently place the plugs in the incision to complete each case. There was no harm to the patients. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).